Event description:
Hospital reported that the gas was gone from the eye within a weeks time after a vitrectomy surgery. A mixture of 20% sf6 and 80% air had been injected into the eye. As a result the macular hole in this eye had to be operated on again.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).